Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been delivering boluses by entering blood glucose (bg) values or by calculating the number of units needed, resulting in a low bg of 39 mg/dl and an elevated bg level of 409 mg/dl. Customer drank juice to treat the low bg level, and delivered a bolus to treat the elevated bg level. Tandem technical support assisted the customer with turning on the carb setting to resolve the issue.